Event description:
A software update was performed on (B)(6) 2024 on a trilogy evo ventilator for a 34-year-old patient. The settings were confirmed and not changed. The update was completed without any concern and the patient was in stable condition. A staff was member was notified on 8/22/2024 that the patient has passed away unexpectedly.